Event description:
According to the available information, the pediatric catheters broke off on two occasions right at the portion where the catheter bag connector and the shaft of the catheter meets. It broke off in the patient and patient had to be taken to theatre for removal.

Manufacturer narrative:
B3: estimated date.